Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing was detached from the connector on (B)(6) 2022, prior to insertion. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.